Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15624 and 2938836-2019-15625. It was reported that the patient presented to the emergency department due to infection. The system was explanted. Patient was not dependent on the pacemaker and there were no complications during explant. Patient was stable.

Manufacturer narrative:
Device was received in normal range of operation. Device image analysis indicated average monthly voltage and current trends were normal. Temperature cycle and vibration testing were performed and indicated that device exhibited normal device characteristics. Battery assessment was performed and found the battery voltage was still in the range of normal operation. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The sterilization records were reviewed and no evidence of abnormal sterilization was found.